Event description:
Report received from the USA stating that the device had damaged bearings. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).